Event description:
It was reported that patient enrolled in a clinical study underwent a left knee arthroplasty on an unknown date and that a subsequent revision procedure was performed on (B)(6) 2003 for an unknown reason. It was further reported that patient underwent a revision procedure to remove and replace all components with cement spacers on (B)(6) 2006 due to infection; a biomet total knee was reimplanted on (B)(6) 2006. A radical debridement procedure took place on (B)(6) 2009 where the tibial bearing, patella and femoral components were removed and replaced. Subsequently, patient underwent a revision procedure to remove and replace all components on (B)(6) 2009 due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-05885/05887).

Manufacturer narrative:
The product was not available for return. Root cause could not be determined, condition is addressed in the package insert. Review of device history records found these units were released to distribution with an unrelated deviation or anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Review of complaint history found no additional issues reported for item: 11-150828/ lot: 530010 combination. However, it was discovered that there is one other complaint with the same complaint category (medical revision due to infection) for item number 11-150828. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.